Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Visual evaluation of the head identified dark debris on the conical taper's surface. The bottom surface was damaged. There was dark debris on the modular neck's conical taper, and the neck's elliptical taper exhibited burnishing. No other damages were noted. (DHR) was reviewed and no discrepancies relevant to the reported event were found root cause was unable to determined. The received additional information does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No device or photos were received for evaluation; therefore the condition of the device is unknown. Device history records (DHR) was reviewed which showed no deviations or anomalies relevant to the reported event. Review of the complaint history determined that no further action(s) is/are required as no trends were identified. A definite root cause cannot be determined with the information provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Device location unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 0001822565-2017-01326 and 0002648920-2017-00116).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately six years post-implantation. Medical records indicate the patient was revised due to elevated cobalt and chrome, corrosion and trunionosis.